Event description:
It was reported that the balloon was unable to deflate. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During withdrawal, it was noted that the balloon was unable to deflate. Eventually, it got caught at the tip of the guidezilla, so it was taken out from the patient's body. The procedure was completed with a different device. No patient complications were reported. It was further reported the manifold was cut per physician discretion due to the guide used.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified a break in the hypotube, and the manifold was removed from the device. The break was located approximately 875mm proximal of the guidewire port. It is not known why the manifold was removed from the device. The manifold was not returned for analysis. No other issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The condition of the returned device would not allow the investigator to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of a boston scientific encore inflation unit which allowed the balloon to be inflated. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12 atmospheres without issue. A vacuum was then applied, and the balloon deflated fully in 15 seconds and within specification. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 18, 15, 18 seconds. The inflation device was verified at 12 atmospheres before and after. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The device was then successfully withdrawn from the customers extension catheter without issue. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was unable to deflate. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During withdrawal, it was noted that the balloon was unable to deflate. Eventually, it got caught at the tip of the guidezilla, so it was taken out from the patient's body. The procedure was completed with a different device. No patient complications were reported.